Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals and reached low out of range impedance once on the left ventricular (lv) lead channel. The health care professional (hcp) wanted to reprogram the lv sensing off. Technical services (ts) provided their insight on the reprogramming and potential following actions. The device was reprogrammed. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.